Event description:
Device malfunction: none. Time of malfunction: during vessel closure. Symptoms/ae: hematoma. It was reported that a physician trained in the use of the starclose device achieved arteriotomy closure of the superficial femoral artery after a diagnostic coronary angiogram. Reportedly, after ambulating the access site became soft without bleeding. Three hours later an unspecified size hematoma developed. An ultrasound ruled-out pseudoaneurysm and retroperitoneal bleed. Manual compression was applied to express the hematoma. The patient's hospital stay was prolonged due to an unrelated gastrointestinal bleed caused reportedly from chronic coumadin therapy. There were no reported adverse pt sequelae. Though requested, no additional info was provided.

Manufacturer narrative:
The clip remains in the pt and the customer reported the clip applier was discarded. The lot number was not identified; therefore, a device history record review could not be performed.